Manufacturer narrative:
D10: 164-01-12 - element-stem, collarless w/ha, std offset, sz 12: (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2: (B)(6) 01-032-03-3694 - universal cup, head, delta, 36mm, -4: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient, who had a tha, reported early wear of prosthetic polyethylene with particulate disease and was admitted to the hospital and needs surgical intervention to prevent injury or permanent disability. No further information provided.